Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. It was unable to perform basic occlusion, prime, excessive no delivery test due to alarms. Unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was trying to prime the pump, and insulin did not stop coming out. The customer stated that insulin was squirting out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer stated that the pump was dropped, but it did not hit a hard surface. The customer stated that the pump hit the carpet. The customer also stated that he had low blood glucose readings in the last 3 days. The customer declined to troubleshoot for low blood glucose. The customer will be sent a replacement pump.